Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 05/29/2018. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, but the best estimate is (B)(6) 2018 as the patient experienced glare shortly after the implantation on (B)(6) 2018. (B)(4). All pertinent information available johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis symfony multifocal intraocular lens (model zxr00, +23.5 diopter) was explanted in a secondary procedure from the patient¿s left eye because of the patient experiencing glare that was affecting her daily life shortly after the implantation. The surgeon tried the patient with glasses to improve glare and vision issues, but had little improvement with glare. The patient requested a lens exchange. The account commented that at time of the first eye implantation, the patient did not qualify for a toric lens. However, measurements post-op indicated astigmatism that qualified for toric lens implant. Reportedly the lens zxr00 was explanted and a toric zxt150 +23.0 diopter was implanted as a replacement. There was no incision enlargement, no complications and no patient injury. The patient was reported being much happier with the new lens and she is not complaining of significant glare. Va (visual acuity) improved with the toric lens as well. No further information provided.